Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that patient faced high blood glucose level event on (B)(6) 2026 and treated with correction bolus via pump and patient did not have sufficient subcutaneous tissue where set was inserted.